Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 234mg/dl, 161mg/dl, 125mg/dl, 243mg/dl. Tests were done within <10 mins with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.